Event description:
New information received stated that the patient presented in clinic and the implantable cardioverter defibrillator was reprogrammed. Patient was fine prior to and after the programming changes.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing. No device intervention was performed but device reprogramming was discussed. No further information on patient condition.